Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died due to pulmonary embolism approximately two weeks after the incident.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 18-feb-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of a leadless implantable pulse generator (ipg), right ventricle tamponade and perforation were identified. The ipg remains in use. No further patient complications have been reported as a result of this event.